Event description:
A customer contacted baxter's technical service center reporting that the home patient (hp) had a check heater line alarm during fill 1 and reused the same solution bags on the home choice (hc). The technical service representative (tsr) explained the alarm. The tsr explained that all new supplies needed to be used. The tsr assisted the hp to end therapy so she could start with new supplies. Product surveillance (ps) contacted the hp on (B)(6) 2012 regarding the reuse of single use products. The hp stated she ended therapy and discarded the supplies. The hp stated she followed up with her peritoneal dialysis nurse (pdn) regarding the changing out of the cassette only and resumed therapy on the cycler the following day. The hp stated she is aware of the correct therapy procedures regarding changing of all the supplies and is doing fine with therapy on the cycler. There was patient involvement.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This report of a use error - reuse of single use supplies was confirmed; however a cause as to why the patient didn't follow proper steps could not be determined. The complaint states that after an alarm the patient had only changed out the cassette but reused the solution bags. Patients are instructed not to reconnect or reuse solution bags. A labeling review found the labeling to be adequate for the use/user error identified in this incident.